Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.

Event description:
It was reported that a faradrive sheath was selected for use. It has been mentioned that damage was noted on the hemostasis valve of the sheath. The sheath was replaced, and the procedure was completed successfully with another sheath. No patient complications were reported. The sheath is expected to be returned for analysis.

Event description:
It was reported that a faradrive sheath was selected for use. It has been mentioned that damage was noted on the hemostasis valve of the sheath. The sheath was replaced, and the procedure was completed successfully with another sheath. No patient complications were reported. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.